Manufacturer narrative:
(B)(4). Batch # p57207. Device evaluation: the analysis found that one plee60a device was returned with no apparent damage and with four cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a revision roux en y gastric bypass procedure after the surgeon had completed the fourth firing, they noticed that the staple line created with the second, third, and fourth firings had malformed and unformed staples. The second firing used a blue gst reload; the third and fourth firings each used a green gst reload. No buttressing material was used. The surgeon stated that it felt and sounded like the stapler had fired correctly. Procedure was completed with another device of the same product code. There were no patient consequences reported.